Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Premarket (510k) number is unknown. No information provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Top case is cracked under the tube holders. Functional testing and occlusion tests were conducted. The motor rate error was unable to be duplicated during occlusion testing. However, issue was identified in event history log review. The reported issue was confirmed. The root cause was determined to be abnormal wear. White teflon flakes found on worm coupling facets caused intermittent motor rate errors. The following actions were taken: replaced the teflon washers with delrin washer, also replaced motor bracket, worm gear, leadscrew and clutch halves for preventive measures. Additional repairs included: replacement of damaged top and bottom cases and right and left plunger cases. Installed cable guard. Cleaned, greased and calibrated the device. Device functional and occlusion tests all passed after repair.